Manufacturer narrative:
Manta device was returned for investigation. The device history record was reviewed and indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following an evar, a 14f manta was planned for closure. The physician was not able to introduce the bypass tube through the hemostatic valve of the manta sheath. Following deployment of a second manta closure device, hemostasis was achieved. It is undeterminable why the bypass tube would not fit through the valve of the manta sheath.

Manufacturer narrative:
Device will not returned. An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: physician attempted to use 14f manta and stated that the bypass tube would not fit through the valve of the manta sheath. They them pulled the sheath and started with a fresh sheath which they did. They were then able to proceed as normal.